Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the control body fluid damage, the body cover grip fluid damage, the side body cover fluid damage, the light guide cable fluid damage, the insertion flexible tube (ift) broken, the bending rubber perforated, the remote control buttons perforated, the body cover grip cracked, the insertion flexible tube (ift) crushed, the remote control buttons leaky, the angle wire malfunction, and the objective cover lens attached impurities ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).